Manufacturer narrative:
The monitor and electrode belt have not been returned for evaluation. Based on the data available at this time, there is no indication of a device malfunction causing or contributing to the treatment. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commercial inappropriate defibrillation rate is consistent with the observed rate during the pivotal clinical trial (B)(4) (0.69% per patient-month with 90% confidence). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf. The lifevest detection algorithm complies with iec 60601-2-4 performance requirements for sensitivity and specificity.

Event description:
The patient was inappropriately treated 4 times by the lifevest. The patient was reportedly conscious at the time of the event. Multiple counting of the ECG signal and motion artifact contributed to the false detection. The response buttons were not pressed during the event. No injury was reported from the treatment. The patient went to the hospital for evaluation. The patient continued to use the lifevest. No deficiencies were alleged against the device.

Event description:
During investigation of the belt for an unrelated issue, a reportable malfunction was found. The patient was inappropriately treated 4 times by the lifevest. The patient was reportedly conscious at the time of the event. Multiple counting of the ECG signal and motion artifact contributed to the false detection. The response buttons were not pressed during the event. No injury was reported from the treatment. The patient went to the hospital for evaluation. The patient continued to use the lifevest. No deficiencies were alleged against the device.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (treatment event) was confirmed. All gels were deployed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes. The pulse delivery circuitry test verified proper delivery of full energy 150j biphasic pulse. Additionally, the during investigation of the belt for an unrelated issue, a reportable malfunction was found. The belt was unable to complete essential performance testing. The belt was missing ECG "a" and "b" cables, covers and domes, the front therapy electrode was missing and the trunk cable connector was severed and missing.see analysis of the event. The root cause for the missing parts was physical abuse. No adverse event resulted in the damaged belt.***********************************************************************************************************************************************************************************************************the monitor and electrode belt have not been returned for evaluation. Based on the data available at this time, there is no indication of a device malfunction causing or contributing to the treatment.inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commercial inappropriate defibrillation rate is consistent with the observed rate during the pivotal clinical trial g960083 (0.69% per patient-month with 90% confidence). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf. The lifevest detection algorithm complies with iec 60601-2-4 performance requirements for sensitivity and specificity.